Event description:
A user report has been received from mhra (reference number: (B)(4)); it has been reported by a healthcare professional that the patient has experienced two pod site infections requiring antibiotics. The patient reportedly showers and allows the pod site to dry prior to a pod change. No further information was provided regarding the first pod site infection including date of occurrence or the type of antibiotic given. If additional information is received, a supplemental report will be submitted. A second case has been reported under insulet reference (B)(4).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available, omnipod software app version: data not available, operating system: data not available, hardware: data not available, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.